Manufacturer narrative:
Type of reportable event has been updated to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating they attempted to reset the neurostimulator using the clinical programmer, but it was impossible due to an error. The error had the code: (B)(4). The healthcare provider explained that the system recharger can effectively charge the neurostimulator. However, both the clinician programmer and the patient programmer were unable to establish a connection. The patient's condition deteriorated significantly since the stimulation ceased, leading to a point where her stiffness and respiratory issues have become life-threatening.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# unknown implanted: explanted: product type recharger product ID 37642 lot# serial# unknown implanted: explanted: product type programmer, patient product ID a610 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the ins was not able to reset. Communication with the ins for a reset was impossible. Communication issues remain unresolved, but the patient¿s complications were addressed after replacing the ins. The distributor is inquiring with quality control on how to send the defective ins for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to recharge their implantable neurostimulator (ins) due to a 501 error. The patient then attempted to connect their patient programmer, resulting in a 570 error. The doctor tried to interrogate it with the clinician programmer but encountered several errors that prevented connection with the ins. There were no factors that may have led or contributed to the issue. The nurse reset the recharger, enabling the patient to recharge their ins to 100% charge. They attempted to activate the ins using the patient programmer, but the 570 error persisted. Additionally, the clinician programmer failed to connect. System error 0x1f2ac645, failure to interrogate errors 2328a28a and 3bd98c47, and invalid device error were observed. No actions were taken because of the inability to establish a connection with the ins. The patient experienced off symptoms (parkinson's) and had rigidity throughout their body. The issue was not resolved. Additional information was received reporting that the physician was able to c onnect with the ins but the session immediately closed with an error. The 501 error code was on the recharger system. It was reviewed that codes 570 and 501 are related to a problem establishing communication with the ins. The main issue was with the tablet, patient programmer, or recharger. There were moments when they could establish a connection and other times when they could not. It was the same tablet used to interrogate the battery all the time. The patient programmer and recharger are the old models (37652 and 37642) so they could not be uncoupled with the ins. Additional information was received stating that the ins is superficial and parallel to the skin. The ins is well fixed. No sources of emi. They tried with different rechargers and patient programmers, but the issue remains. The cause of the issue remains undetermined. The communication was not successful after recharging and communication has not been established. Before all this happened, the patient charged it to 100 percent and the battery lasted 2 hours, then it turned off and remained at 0 percent. This was confirmed with the physician.